Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there is a sensor error alert. The blood glucose reading is 141 mg/dl. Customer states that the sensor and the blood glucose readings were not in acceptable range.